Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. H3 other text : device evaluation anticipated, but not yet begun

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Per additional info received, the hospital has rejected the proposal for repair of this unit. The resolution is unknown.